Manufacturer narrative:
The insulin pump was returned with a (B)(4) battery. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator communicates properly to the pump noted. Pump programmed low glucose alerts and the alerts functioning properly. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window. Data analysis: (B)(6) 2016 daily insulin total = 56.400u; (B)(6) 2016 daily insulin total = 58.600u; (B)(6) 2016 daily insulin total = 59.450u; (B)(6) 2016 daily insulin total = 44.400u; (B)(6) 2016 daily insulin total = 32.750u; (B)(6) 2016 daily insulin total = 0.0u; (B)(6) 2016 daily insulin total = 0.0u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that they have requested for an autopsy and the results may be available in three weeks. The caller stated that the coroner believes the customer died from natural causes; they believe the customer was in a coma for a few days. The family last heard from the customer on sunday and his body was found, lying in bed, on tuesday. Approximately one and a half months ago the customer was taken from work to the hospital by paramedics due to low blood glucose; the customer's blood glucose was 26 mg/dl. The caller stated that the customer had frequent low blood glucose events, could not digest food, had hypertension, and had a stroke two years ago. The customer's blood glucose at the time of death is unknown, but the last recorded value in the blood glucose meter was 93 mg/dl on (B)(6) 2016 at 07:12am. The customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.